Event description:
Additional information was received from patient. They called back stating it had been a week and has not been contacted by manufacturer representative (rep) yet regarding handset. A second email was sent to rep via email. On 2021 (B)(6), rep responded stating they will contact patient. More information was received on 2022-jan-14 from patient reporting that patient had a lot of trouble charging as it moved within 2 months of surgery. Patient also had an event in november of urine retention, denied due to acute colitis but indeterminant. They stated that the device did not provide 50% reduction in frequency. The device was removed on 2021 (B)(6) and hcp had sent it in for pathology, resulted (B)(6) 28.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They repeated the same therapy issue. The reason for the call was patient asked if the manufacturer want the patient programmer. The agent reviewed applicable disposal guidelines. The patient then asked whether the patient programmer could be converted into a personal handset, at which point the agent redirected the inquiry to the technical services team. The patient became escalated and deliberately disconnected the call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported they had their system both lead and ins removed on (B)(6) 2021 because it wasn't working as well as they had hoped. The patient reported initially they thought they were going to move the implant because within 2 months of implant surgery the implant moved and the patient stated they would have had to have it moved so that they could charge their ins properly. The patient did not provide any further clarification regarding this statement. The patient stated this all started "maybe 5 weeks later" following date of implant. The patient stated on date of explant surgery the rep used patient's handset to turn off ins for the surgery. Agent did not ask about the circumstances that led to the reported issue.